Event description:
Study event. Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: 5 days post-procedure. It was reported that the patient experienced a stroke five days post stenting procedure in a heavily calcified left internal carotid artery. Information regarding specific symptoms and treatment was requested but not provided. The patient was discharged on an unspecified date. In 2007, the patient was readmitted to the hospital with altered mental status secondary to urosepsis which was treated with antibiotics. He was discharged on an unspecified date. His condition reportedly "worsened" and eleven days later, he was re-admitted with respiratory distress, aspiration pneumonia, was unarousable and hypotensive. He reportedly had "a poor prognosis." The family requested comfort measures only and he expired on the same day. No additional information available.